Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k082590.

Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of the patient alleging an "error 2" issue with a one touch ping meter. The reporter was not willing to answer questions or provide information to the customer service representative (csr). The medical surveillance specialist (mss) classified the complaint based on the following information: it is unknown what date/time the alleged issue began. The csr noted that the reported error occurred 8 times. Due to the alleged issue, the reporter claimed that the patient developed unspecified symptom(s) of "hypoglycemia." The reporter denied that the patient received treatment because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed "hypoglycemia" at an unspecified time after the alleged issue began.